Event description:
It was reported that during a vns dosing appointment high impedance was observed on the patient's generator. The patient was then referred for lead and generator replacement surgery. The patient has been seizure free so the physician intended to expedite the surgery in order to prevent loss of therapy. The patient underwent a lead and generator replacement. During surgery a lead fracture was identified in the lead portion that was coiled behind the generator. The explanted lead and generator have not been received to date. No additional relevant information has been received to date.

Event description:
The explanted lead and generator were received. The devices are pending product analysis.

Event description:
Product analysis was completed for the explanted generator and lead. The generator performed to functional specifications. The internal data of the generator was reviewed and it found that the last >25% change in impedance value was on the day of explant. The prechange value was 9,085 ohms and the post change value was 18,099 ohms. Analysis on the lead found that it was received in seven portion however no discontinuities were observed in the returned portions. Abraded openings were noted in the inner and outer tubing which appeared to be caused by stress. It was noted that the electrode furthest from the bifurcation was damaged and showed bends on the electrode ribbon and partial detachment of the electrode ribbon. Sem images confirmed a lead discontinuity past the electrode bifurcation which appeared to be related to a stress related mechanism.